Event description:
The patient experienced a seizure, followed by respiratory arrest and the Citadel bed did not perform as intended for a code blue. It was stated the battery died and the patient had an emergency intubation and was transferred to ICU. According to the Arjo Clinical Specilist the patient's intubation and transfer to ICU does meet the definition of a serious injury.Additionally, as a result of this event, the caregiver had to support the patient's position to maintain the patient's airway, which caused the caregiver to injure their back. However, there was no indication that the caregiver's back injury was serious.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.